Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator indication for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic . Patient had experienced a loss or change of therapy. The patient called to get a referral to have hcp (healthcare provider) replace her ins (stimulator). Her battery went 'kaput'. She thinks her ins battery might be worn out and need to be replaced. She checked the battery with her pp (patient programmer) and it just shows her last setting but she cannot go up or down. It was reviewed if patient was able to connect her ins battery was working. She used the pp on the call. She was able to connect but saw no lightning bolt. She was in program 3 at 5.0 volts. Reviewed her ins might be turned off. Patient then confirmed it was on now and she started feeling stimulation. Patient confirmed she was able to turn stimulation up. She then saw poor communication on the screen. Patient then tried again and was able to connect. Patient reported symptoms returned a couple of weeks ago. Event date: (B)(6) 2016. The patient does not have a managing hcp as she recently moved. Additional information was received on (B)(6) 2016 from a patient. It was reported the patient was shared a local healthcare provider (hcp) who could assist with the device when the battery requires change. They were also assisted with restarting the implant that had unknowingly become inactivated. Additional information reported on (B)(6) 2016 that patient stated that during that call they made some adjustments and she thought it started going again but it was "pooping" out (the battery not defecation). She stated she has stopped feeling stimulation, symptoms had gradually come back since last call, and pp was showing poor communication. She started wetting throughout the day and had to go back to wearing pads. Sunday this happened 4 times and now she cannot even leave her home because she was wetting too much and was wearing pads on the day of this call.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.